Event description:
It was reported that a dexcom g7 continuous glucose monitor intermittently failed to maintain pairing with the ilet, after which the user restarted the devices, toggled settings, and re-entered the pairing code to resume the pairing process; blood glucose was reportedly unaffected, and the issue was limited to communication with the ilet. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that the event was consistent with transient sensor communication or pairing disruption between the cgm and the ilet, resolved through reentry of the pairing code and device toggling, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity-related factors.